Manufacturer narrative:
MDR 3003442380-2024-02177- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that he faced a bent cannula due to which he experienced high blood glucose level. Therefore, the patient replaced infusion set and resumed insulin successfully. His highest blood glucose level was between 300 mg/dl at the time of incident. The issue was noticed within 3 or more hours after insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.